Manufacturer narrative:
The device has not been returned for failure investigation and no additional eval has been possible; however, analysis of similar devices is in process. The failure mode has been replicated in a lab setting; however, root cause is unk at this time. Identification of the root cause (s) for this failure mode are pending; assembly technique is believed to play a role in the probability of occurrence. Internal communication reiterating proper assembly technique has been completed. Product labeling indicates "....potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." A f/u report will be filed when new relevant info is available.

Event description:
Post-operative pedicle screw separation was reported in a (B)(6) male pt on (B)(6) 2010. Surgery was performed at the l4-l5 disc space on (B)(6) 2010. The screw tulip at the left superior position was verified to have separated based upon radiographs provided. Revision surgery occurred on (B)(6) 2011.